Event description:
It was reported that during a shoulder procedure using a quantum 2 controller, the unit gave an error message upon connecting the wand. The surgeon opted to complete the procedure using a competitive device. There were no significant delays or patient complications were reported.

Manufacturer narrative:
Functional evaluation revealed the subject controller displays an e8 error and loudly alarms whenever a known good wand is connected. An e8 will occur when a wand with a blown use-limiting fuse is connected before the generator is powered on. This issue is due to an electronic component failure on the wand detection circuit inside the subject controller. Potential factors unrelated to the manufacture or design of the device which could have contributed to the reported event include: a power surge to the subject controller at the customer's facility. An unexpected premature failure of an electronic component on the main board inside the subject controller. Using an improper power cord or improper extension cord, or a loose power connection at the customer's facility. A review of the manufacturing records for non-conformances and deviations indicates the subject controller met manufacturing specification when released for distribution.